Manufacturer narrative:
Customer service attempted to contact the customer to troubleshoot the reported issue. The customer indicated that assistance was no longer needed. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.